Event description:
The recipient reportedly experienced a lack of benefit with the device. The recipient&#38112;device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was cut at the electrode lead as well as the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed kinked electrode wires on the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.